Event description:
It was reported that revision surgery was performed due to optifix hip implant broke while walking downstairs.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the extensive trochanteric and acetabular osteolytic defects noted during the 1st revision (B)(6) were most likely the result of multifactorial periprosthetic bone loss over the 21.5 years the right tha components were in vivo. The resultant bone loss, re-creation of bone-stock/grafting and possible exaggerated posturing cannot be ruled out as potential contributing factors to the stem fracture (B)(6) after 26 years in vivo and subsequent 2nd right tha revision. The patient impact beyond the reported pain, femoral osteotomy and intraoperative complication of periprosthetic fracture upon removal of the well-fixed distal stem and an expected post-operative convalescence phase cannot be determined. The root cause of the left tha revision (c-0229026 and (c-0229024) cannot be concluded based on the documentation provided; however, the 18 years in vivo along with the documented contralateral bone loss, component wear would be expected. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that revision surgery was performed due to optifix stem implant broke while walking downstairs.